Event description:
It was reported that during a percutaneous coronary intervention (pci) stent damage occurred. The lesion was situated in the left anterior descending artery (lad). Thrombus was present, likely for more than a few days. A non-bsci aspiration catheter was used to remove some thrombus, a non-bsci embolic protection device was then used as some thrombus was still present. A promus element stent 4x24mm was placed proximal (deployed at 14atm). A non-bsci balloon was advanced to post dilate the stent, resistance was reported. Balloon and embolic protection device were removed. There was some difficulty to re-wire the lad at the proximal end of the stent. It was reported that once the lad had been re-wired the lumen of the stent had to be re-opened with successively a 2mm, a 3mm and a 3.5 mm balloons. The distal disease was then treated. The patient remained stable and no further complication has been reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).